Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found insulation abrasion from 12.9cm to 13.4cm and from 16.7cm to 17.1cm from the connector pin. The etfe coating of the conductor cables was damaged in the abraded area at 16.7cm to 17.1cm. The damage found is consistent with friction to the ICD can.

Event description:
It was reported that the ICD went into reset mode during therapy delivery, indicating a lead anomaly. The patient was transferred to another hospital where the ICD and lead were explanted and replaced.